Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. Customer stated that at time of incident they were swimming. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring = clear. Device p-cap or test reservoir locks in place properly. Attempted to download using crest tool and was unsuccessful due to moisture damage on electronic assembly. Device was received with a blank flashing display due to moisture damage on the electronic assembly pcba1. Device was cut open and moisture damage was found on the keypad connector on j1/pcb 1, j6 connector internal battery, j7 power connector, flex cable, battery tube assembly, motor and force sensor during visual inspection. Unable to verify critical pump error or perform the functional tests, including the displacement test, rewind, prime/seating, basic occlusion, occlusion, force sensor, self test, sleep current measurement, and active current measurement, due to the blank display. Device was received with a missing display window cover, cracked keypad overlay, cracked battery tube threads, cracked case-corner of belt clip rails and corroded battery tube